Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24359. It was reported during a session for reprogramming of the pt's scs system multiple invalid contacts were noted on one of the pt's scs leads. The pt's scs system was reprogrammed and effective stimulation therapy was obtained. However, on (B)(6) 2013, the pt reported she no longer had effective stimulation therapy. The pt's physician is aware of the pt's issue. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.